Manufacturer narrative:
(B) (4)

Event description:
Per the surgeon, the patient underwent routine surgery (date not reported) for the removal of the internal magnet for an MRI with reinsertion of a new sterile magnet without incident. On (B) (4) 2010 patient was administered oral antibiotics (type not reported) due to pain at the site of the implant. On (B) (4) 2010 the patient was admitted to the emergency room and administered IV antibiotics (type not reported) due to increased pain, tinnitus and vertigo. Explant and reimplantation is planned but had not taken place at the time of this report march 3, 2010.